Event description:
This report is filed due to grave concern of the biomedical engineering staff concering the defibrillation adaptor cable. Two separate incidents have occurred at the medical center, but only one in a patient use situation. 1) daily test incident - during the daily check of the defibrillator, the emergency department nurse noted the unit did not deliver the level of energy per setting. In addition, smoke was present. The biomedical engineers were contacted and a concern was raised at that time concerning the use of the adaptor cables. Manufacturer related there were no actual problems with the adaptor cables and offered no replacements. Further that any heat build up was not a cable problem. Subsequent to that, manufactuer did offer replacement cables, but appear to the exact same type cable. The biomedical engineers interpreted that manufacturer did not feel there was a potential for danger to patients based on lack of written communications. No written information has been distributed to the medical center from the manufacturer of the existence of a problem or a product modification. 2) patient related incident - with the adaptor cables in place - a defibrillator did not deliver energy to a patient in the intensive care unity. The defibrillator did deliver energy with the use of regular cables. This patient did expire, but had been successfully defibrillated. The biomedical engineers placed the unit in the lab setting and tested multiple times. For the first four firings energy was delivered appropriately. On the 5th check on firing, smoke was seen coming from the apex patient cable/adaptor location. The appex cable resistance was checked with ohm meter resulting in infinite resistance. At the request of the quality control dept. At manufacturer the cable was x-rayed revealing a 1/4" piece of cable missing or had moved from the normal position. Manfacturer denied throughout this process that the units can smoke, but as noted above this has occurred on two separate occasions. It is felt by hospital staff that more time & energy have been devoted to placing blame on inadequately prepared nusing staff than proactively/reactively determining if a product problem present. The following actions have taken place at the hospital: 1) all all adaptor calbes from this manufacturer have been removed from the clinical departments. 2) all clinical departments have been notified by biomed of the problems identified and to hold furture purchases until a reliable cable is available. 3) bothe ground and air ambulance transportation units have been notified of these problems. 4) due to the potential for patient death inc ritical situations, it has been decided to file this report with the FDA and manufacturer.device not labeled for single use. Patient medical status prior to event: critical condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-dec-93. Service provided by: user facility biomedical/bioengineering department. Service records available.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: electrical tests performed, performance tests performed, visual examination, other. Results of evaluation: component failure, electrical problem - open circuit, end of life - premature, failure to cycle. Conclusion: intermittent failure directly caused event, other. Certainty of device as cause of or contributor to event: yes. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.